Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is n indication from the initial report that this event is related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Event description:
Fresenius became aware via a customer experience survey response that this peritoneal dialysis (pd) patient discontinued continuous cyclic pd (ccpd) therapy on a fresenius cycler after experiencing a serious infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed after the sap search for product shipped to the patient within the 3-month timeframe preceding the reported event date indicated no product was delivered. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Fresenius became aware via a customer experience survey response that this peritoneal dialysis (pd) patient discontinued continuous cyclic pd (ccpd) therapy on a fresenius cycler after experiencing a serious infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained.